Manufacturer narrative:
Concomitant medical products: product ID: 429678 lead, implanted: (B)(6) 2013. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer questioned why the device had only 1.8 years battery longevity left. It was noted there was high thresholds on the right atrial (ra) and left ventricular (lv) leads. The clinician is going to bring the patient into the office and reduce the outputs. The device and leads remain in use. No patient complications have been reported as a result of this event.